Event description:
A hospital in (B)(6) reported that that gas outlet port of an rd900aeu neopuff infant resuscitator was broken off. This was noticed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service centre in (B)(4), where it was visually inspected and performance tested. Results: visual inspection revealed that the gas outlet port of the returned neopuff unit was broken off, confirming the fault reported by the hospital. The facia and valve assembly were replaced and the neopuff unit was tested in accordance with the neopuff technical manual. The unit passed the performance checks and was returned to the hospital to be put back into service. A lot check revealed no other complaints of this nature for lot number 031202. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." New fascia and valve assembly were fitted and the unit is back in use.